Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that a motor error alarm occurred. Customer did not expose the insulin pump to a high magnetic field. The customer also reported they were able to rewind the insulin pump. It was also reported the drive support cap on the insulin pump was sticking out. The customer reported pressing on the cap while connected. Customer's blood glucose was unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to loose drive support cap. No motor error alarm noted. The motor was tested outside of the insulin and passed. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube and minor scratched lcd window.